Event description:
Pseudoseptic reaction (acute inflammatory reaction). Pt with a history of prior synvisc treatment to the right knee (2003) who experienced a pseudoseptic reaction, right knee pain, swelling, and effusion, and an elevated wbc count. Pt began treatment with synvisc in 2004. The pt's medical history, indication, and concomitant medications were not reported. The pt received a series of 3 synvisc injections to the right knee in 2004. Following the third injection the pt called the physician's office regarding knee pain and swelling and was sent to the e.r. The right knee joint was aspirated (date unknown) and the wbc count was 4,000. A second wbc count results (date unknown) was 19,000. The pt was scheduled for an arthroscopic wash out. Cultures were taken but the results were not yet available at the time of this report. At the time of this report, the pt's outcome was unknown. The production and quality control documentation for lot p0401 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.